Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump battery would not last for a day. The customer stated that the insulin pump would receive low battery alert then would go blank. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the replacement battery cap did not resolve the issue. The customer's mother stated that they received a failed battery test alarm after inserting a battery. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prim during prime test due to faulty force sensor resistor also with a corroded battery tube. However, the insulin pump powered up properly after battery installation and was monitored and no blank display anomalies, low battery alerts or failed battery test noted. The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The insulin pump had minor scratches on the lcd window.